Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence, and caller did not complete cartridge air removal step. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Caller resolved issue by changing cartridge and, after receiving education from technical support on properly removing air from cartridge before filling, successfully resumed insulin delivery with understanding of correct procedure.